Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found noted dried body fluid in the helix mechanism. The helix was retracted upon return and could not be extended due to the dired body fluid. Laboratory testing was unable to reproduce the reported clinical observation.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged shortly after implant. The pocket was reopened and this lead was explanted. It was reported the patient has been in chronic atrial fibrillation (af) and it was decided to not place a new ra lead. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.